Event description:
A customer reported beeping from the powervar ups on the aia-900 analyzer. The customer observed a burning smell from the ups but no sparks or fire was present. The customer unplugged the ups from the electrical outlet and analyzer, then plugged the analyzer directly into the electrical outlet and is performing as expected. The customer noted the ups was very warm to touch and continued to beep after being unplugged from the electrical source. There were no harm or injuries reported with this reported event. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the problem by plugging the powervar ups back into the electrical source and heard the beeping as well as visually identifying the ups was no longer charging. The fse replaced the abce 1442-11 ups with a new ups of the same model. Fse turned on the new ups to confirm it was operating as expected. Fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The most probable cause of the reported event was due to failure of the powervar ups.